Event description:
A malfunction was reported on the pump by the caller, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue returned.